Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dizziness is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a xience sierra stent was implanted on (B)(6) 2021. The patient had previously presented with hypertensive heart disease/heart failure. On (B)(6) 2021, the patient was re-admitted with other cardiovascular symptoms including dizziness and giddiness. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.